Manufacturer narrative:
The used company cartridge was not returned. Two opened company cartridge 10-count cartons were returned. Each carton had twenty unopened company cartridges, lot 16148772. Two samples were randomly selected from each carton. The samples were numbered 1-4 for evaluation purposes. The four selected returned unopened company cartridges were opened and microscopically examined with no damage observed. The company cartridges were functionally tested per the IFU (instructions for use). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified associated products were used. The root cause could not be determined. The used company cartridge complaint sample was not returned. It is unknown if qualified associated products were used. The IFU instructs: the company iol (intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Four of the unopened company cartridges returned for the reported lot were evaluated. No damage or abnormalities were observed. Functional testing per the IFU was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. Dye stain testing was conducted with acceptable results. Split tips may occur due to: ¿ room temperature too cold/cold ovd. ¿ plunger advancement speed too fast. ¿ inadequate ovd placed in the cartridge. The IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs to completely fill the cartridge with ovd (that has been allowed to come to room temperature) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, stating cartridge splitting. Additional information has been requested but is not available at the time of this report.